Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, component code, conclusion),h11. Corrected field: h6 medical device problem code. It was reported by the customer that during routine checks, the cardiosave intra-aortic balloon pump touchscreen was not working and failed touchscreen calibration five or six times before it passed. The device was also entering calibration mode on its own. There was no patient involved. The getinge field service engineer visited the customer site and confirmed that the touchscreen was intermittently functional. The fse replaced the faulty screen and completed all required checks. The screen functioned properly, and all functional checks were satisfactory. The repair was completed successfully, and the product passed all functional and safety tests per the manufacturer¿s specifications.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that routine check by customer, cardiosave intra-aortic balloon pump (iabp)'s touch screen not working. There was no patient involvement.